Event description:
Adverse event(s): "overcorrection" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that following intraocular lens (iol) implant surgery, the pt was overcorrected. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B) (4). (B) (4).